Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reex1311 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported " the wire appears to come bent and seems to look like its going to break." Additional info. Received 01/12/2021: no patient harm reported. "This was a difficult insertion, initially attempted right upper arm cephalic vein, unable to advance through subclavian. Successfully advanced via right basilic vein. When I withdrew the stylet it appear bent at a sharp angle suggestive of potential breakage."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a kink in the 3cg stylet was confirmed, but the exact cause could not be determined from the returned sample. One 3cg stylet was returned for investigation. The PICC was not returned for investigation. The stainless steel wire was kinked at the proximal end of the septum on the t-lock extension set. The wire was bent 25.5 cm from the distal tip of the stylet. The polyimide tubing was kinked 5.8 cm from the distal tip of the stylet. A microscopic examination revealed that the kink in the polyimide tubing was located at the proximal end of the magnets. A tactual investigation revealed that the polyimide tubing was intact. The wall thickness of the polyimide tubing was within specification. Due to the condition of the stylet, it is possible that the stylet was damaged during insertion or from handling prior to insertion; however, the exact cause of the damage and could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported " the wire appears to come bent and seems to look like its going to break." Additional info. Received 01/12/2021: no patient harm reported. "This was a difficult insertion, initially attempted right upper arm cephalic vein, unable to advance through subclavian. Successfully advanced via right basilic vein. When I withdrew the stylet it appear bent at a sharp angle suggestive of potential breakage."